Event description:
It was reported by end users husband that the wheel locks on his wives trex2 wheel chair are very hard to lock into place. He is stating the will move until they touch the tire and it is hard to get them to lock in place. Husband is suggesting that our wheel lock handles be longer. I did provided the extended handle model 329, if he wanted an extension added.